Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving hydromorphone with concentration 15 mg/ml at a dose rate of 5.4 mg/day and bupivacaine with concentration 25 mg/ml at dose rate of 9.005 mg/day via an implantable pump for an unspecified indication for use. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The patient was hospitalized over the weekend for a bowel obstruction and had a bowel resection done. They were discharged yesterday (B)(6) 2019 and came to the doctor¿s office today (B)(6) 2019 because she wasn't "feeling well." The pump status / event log report was checked and showed multiple motor stalls and recoveries that started today(B)(6) 2019. They reviewed electromagnetic interference (emi) considerations including confirmation that there are no emi/magnetic sources present. Motor stall considerations were reviewed, including to consider pump replacement, to consider programming minimum rate, to cover patient with non-pump medication, and if explanted/replaced then return of the pump to the manufacturer was recommended. The company representative was to speak further with the doctor to rule out electromagnetic interference (emi) or magnetic interaction. On (B)(6) 2019 additional information was received from a company representative. The cause of the motor stall was not determined. No action to resolve the motor stalls was taken at the time and a physician was going to schedule a (B)(6) study. Regarding the (B)(6) study there was no date scheduled as of yet. The motor stall had not been resolved. The patient¿s weight was unknown / not given. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient who reported that the pump was replaced.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted patient, device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.